Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to manually remove a piece of tampon and tampon pieces continued to come out of her after. She went to her gynecologist for an exam. Gynecologist confirmed no tampon pieces remained and she did not experience any unusual symptoms.